Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the next day check following implant, testing indicated that the right atrial (ra) lead had dislodged and was now positioned in the right ventricle (rv). Further testing indicated that the rv lead had dislodged as well. Both leads were repositioned, and remain in use. No patient complications have been reported as a result of this event.